Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that they were transferring a male pt with a central venous catheter in his internal jugular from the bed to the operating room (or) table when the distal hub of the catheter broke off and flew across the room. They could not find it. The pt came to the operating room with the catheter already in place. As a result, they had to do an over-the-wire exchange before they could continue with the case. There was a 30 minute delay in treatment, no pt death and no pt complications were reported. Add'l info received from the medical sales rep stated the pt outcome was fine.